Event description:
Clinical study same case as 6000089-2006-00118 it was reported that 224 days after a coronary artery drug eluting stenting procedure, the pt required a target vessel reintervention(tvr). Target lesion 1 was a 3.00mm, 99% stenosed portion of the distal right coronary srtery (dist rca). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.00x24mm drug leuting stent in the target lesion. Target lesion 2 was a 3.00mm, 70% stenosed portion of the mid roght coronary artery (mid rca). The physician treated the lesion with dorect stenting and successful placement of a taxus express2 8.8% 3.00x8mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 224 days after the initial procedure, the pt required a tvr for insent restenosis. The physician successfully placed a j&j cypher stent in the dist rca to treat focal restenosis and proximal edge stenosis. The pt was discharged the next day. In the opinion of the physician, the relationship of the restenosis to the taxus stent is probable.